Event description:
A malfunction code malf 24 was reported by the customer, and the issue did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.